Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not working and kept printing with intermittent gibberish. A technical support specialist (tss) successfully performed the fix to this issue by following the knowledge articles, "zebra printer no longer printing - upgrade" and "fujitsu printer is not printing". Good faith attempts were made to get the root cause of the issue. No responses received from the tss and the tss manager. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the printer continuously produced intermittent gibberish output. However, there were no delays or adverse events or injuries reported based on this event.